Manufacturer narrative:
(B)(4). To further assist in our analysis of the possible root cause of the incident as reported, fisher and paykel healthcare has requested for additional information in respect of the alleged fault with the iw920afu mobile infant warmer and also for the return of the control board component of the subject warmer. We are currently awaiting a response to our inquiry. We will submit our findings in a follow-up report following receipt of the information requested and/or the complaint device.

Event description:
A healthcare facility in (B)(6) reported via our distributor that the alarm on an iw920afu mobile infant warmer was not functioning even when switched on for the first time or when the temperature exceeded 39 degrees celsius. The patient did not sustain any injuries or other consequences.